Event description:
A high reading issue was reported with the adc device. Customer received an unspecified high sensor scan result compared to readings obtained on the built-in reader and experienced symptoms described as "tingling in the body", nausea, and headache. Customer had contact with an hcp and was treated with dextro energy glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer received an unspecified high sensor scan result compared to readings obtained on the built-in reader and experienced symptoms described as "tingling in the body", nausea, and headache. Customer had contact with an hcp and was treated with dextro energy glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Based on returned product download, section d4 (serial number) was updated from (b)6). Based on returned product download, section h4 (device mfg date) was updated from 5/16/2022 to 3/16/2022. All pertinent information available to abbott diabetes care has been submitted.